Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, cellulitis, was deemed to meet serious injury criteria of necessitating medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse+ dermal filler lot #100081919 was reviewed. No non-conformances were discovered that would have contributed to this event. A lot search was conducted on the reported lot and no similar complaints were noted.

Event description:
A physician reported via a sales representative that a (B)(6) female received radiesse+ in her hands. Medical history and concomitant medications were not reported. The physician was uncertain of the patient's prior history of fillers. On (B)(6) 2016, the patient was injected with two, 1.5 cc sized, syringes of radiesse+, one syringe into each hand. The physician reported that the patient developed cellulitis in the right hand. The patient was placed on unspecified oral antibiotics. Additional information was received from the physician on 8-mar-2016: the physician reported that the patient experienced edema and erythema in her right hand. Edema did not appear until approximately 12 days post injection. The physician was currently treating the patient with keflex (cephalexin) without improvement. No further information has been received.